Manufacturer narrative:
(B)(4). Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation due to the device was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: a paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient débridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the operative report indicates there was "a large paravalvular leak adjacent to the area of extensive decalcification" and was not due to a malfunction of the device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the 25mm valve was explanted at implant and replaced with 23mm valve due to a paravalvular leak. In the surgeon's response, it was indicated that this explant was not due to a device malfunction. The surgeon indicated the explant of the device was procedure related. In the operative report, after coming off cardiopulmonary bypass, the following was noted: "at this stage, it was clear that there was a large amount of blood coming from posterior to the aorta. Appearances on the tee were consistent with a retro aortic hematoma and a large paravalvular leak adjacent to the area of extensive decalcification and entry into the left ventricular myocardium. The decision was made that the valve would have to be reinspected and likely explanted... The aortotomy reopened and the valve inspected. The area of decalcification and entering into the left ventricular/lvot myocardium did appear to be causing the paravalvular leak and the large amount of bleeding... The valve sutures were cut and the valve removed. The defect was then repaired with a teflon felt strip and reinforced with 2/0 tycron horizontal mattress sutures, which were used as valve sutures. A series of 2/0 tycron pledgeted horizontal mattress sutures were then placed around the aortic valve annulus. It was resized to now fit a 23mm carpentier edwards standard valve. Again the valve sat nicely on the aortic annulus, well clear of the coronary ostia and the area of previous dehiscence appeared to be well repaired.